Event description:
Affiliate reports that the physician had problems trying to drain this valve. Additional information from affiliate explained that on the 5th day of use the system stopped draining the fluid. All the usual procedures were followed in order to unlock the catheter, which was unsuccessful. Another catheter had to be used in order to solve the drainage problem. The patient is reported to be in good condition.

Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation, a follow up report will be filed.